Event description:
It was reported that during implant of the lead, capture could not be obtained in multiple positions; low impedance was noted as well. The lead was removed and replaced. The patient was doing well post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.